Event description:
Information received by medtronic indicated that the insulin pump had cracked case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage(cracked case). Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, missing o-ring(reservoir tube), cracked case above the arrow and battery cap icon, and broken reservoir tube lip. In summary, customer allegation for cosmetic damage(cracked case) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, cracked case above the arrow and battery cap icon, and broken reservoir tube lip was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.